Event description:
Info received indicates while performing a function check, the tech noticed the right head caster was locking, but ratcheting when in brake.

Manufacturer narrative:
The technician replaced the caster to repair the bed.